Event description:
The manufacturer received information alleging particles in tubing/chamber, particles in device related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june12, 2023, and section h10 should be reported as: the manufacturer received information alleging particles in tubing/chamber, particles in device related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. After the second attempt to have the device and components evaluated, the customer responded that he got replacement, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.